Event description:
Patient undergoing abdominal hysterectomy was placed on the megadyne mega soft reusable patient return electrodes. Surgeon was using a clamp and bovie to cauterize a vessel. While cauterizing, surgeon was burnt on the right thumb and reported pain from the thumb up to right armpit. Surgeon requested single-use adhesive grounding pad to be applied. No injury noted to patient. Upon further review, surgery technologist noted a separate prior case in which they received a burn to hand while holding a retractor for a shoulder case, retractor was not in contact with bovie - patient reportedly also on megadyne mega soft reusable return electrode; no injury to patient. Another surgical technologist reported a general surgery case in which patient was placed on the megadyne mega soft reusable patient return electrode, surgeon stated he felt a 'tingle' when using the bovie, and requested operating room staff place an adhesive grounding pad on patient. No injury reported by surgeon or to patient. FDA safety report ID# (B)(4).